Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a l2/3 stand-alone olif with pivox plate in a patient who had previous surgery from l3-pelvis with screws and interbodies. Levels implanted were l2/3. It was reported that the anteralign ts cage spit out to the side of l2/3 where the implant was placed. Revision surgery included removal of anteralign and pivox plate that was attached. There were no patient symptoms reported. There were no further complications reported regarding the event. The spacer was replaced by a clydesdale ptc implant and extended the patient's psf levels up to l2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review comments concluded that ap xray at interbody graft spinal level appears extruded anteriorly, and plate is depleted off vertebral body spinal level. Lateral view of first x ray, posterior screw fixation, l3 - iliac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.